Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. Please be noted that it occurred in the product with improved silicone ratio this time. A backup was available. No delay was reported.

Manufacturer narrative:
H3, h6: the device intended to be uses in treatment was returned for evaluation. Establishing a relationship between the reported event. Visual inspection confirmed silicone remained on the carrier, functional evaluation confirmed reduced adherence. The root cause has been identified as raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. Events of this nature are currently being monitored with additional actions being taken to reduce further instances, however, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.